Event description:
It was observed during the device inspection, the isolation beak of the rigid endoscope sheath was damaged. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction to g3 of the initial medwatch. The aware date should be september 19, 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that based on the damage pattern, the damage was thermally and mechanically induced. Olympus will continue to monitor field performance for this device.